Event description:
It was reported "original surgery in 1987. Revision cup surgery 1995 zimmer trilogy cu 26mm+10morse taper head. Revision cup surgery 2003 liner replaced (zimmer) 32mm+10 morse taper head. Broken stem revised 2004. Stem failed and was revised. Broken stem was sent to zimmer where it sat for 10 mos before being returned to the surgeon.